Manufacturer narrative:
The technician found the brake mechanism was broken and the casters were worn. The technician replaced the brake mechanism and casters to repair the bed.

Event description:
Info received indicates the brake is not holding.